Event description:
During follow-up, oversensing was observed due to noise on the right ventricular lead. Further information was requested but not received. The patient experienced no adverse health consequences.

Event description:
During follow-up, oversensing was observed due to noise on the right ventricular (rv) lead. The issue was resolved by explanting and replacing the rv lead. The patient experienced no adverse health consequences.

Manufacturer narrative:
As received, a partial lead was returned in two pieces. Visual inspection found internal insulation abrasion breaching the ring electrode lumen under the right ventricular shock coil in two regions. The ring electrode etfe cable coating was found to be abraded in one region. Diagnostic imaging revealed the filars of the rv shock coil to be overlapping themselves. The reported events of oversensing and noise were confirmed. The cause of the reported events were isolated to the ring electrode etfe cable coating being abraded under the right ventricular shock coil.